Event description:
It was reported through a service report that the hydraulic actuator cylinder is leaking at fill port. There were no adverse consequences reported; it was not reported if there was a pt involvement.